Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during a prolapse correction procedure performed on (B)(6) 2017. According to the complainant, during the procedure, while attempting to fix the mesh to the sacrospinous ligament, the suture broke resulting in detachment of the suture needle. The procedure was completed with another uphold¿ lite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned uphold lite revealed that the suture on the blue with white stripe dilator is broken. The dart was located behind the cage of the capio slim. There is a small amount of suture attached to the dart. Analysis also revealed no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an uphold lite was used during a prolapse correction procedure performed on (B)(6) 2017. According to the complainant, during the procedure, while attempting to fix the mesh to the sacrospinous ligament, the suture broke resulting in detachment of the suture needle. The procedure was completed with another uphold lite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.